Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken and contaminated. It was also noted that the battery release was contaminated, one bail cover was broken, the battery contacts were compressed, and the battery drawer was broken. (B)(4).

Event description:
It was reported the case is broken; apparently this device is incompatible with the flooring in the cath lab. The device was returned for repair and calibration. No patient complications were reported as a result of this event.